Event description:
It was reported that the scale system was inaccurate and showing multiple errors. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.